Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that grey solid foreign material was found in the nozzle, however, the specific material could not be identified and the cause could not be specified. Additionally, the foreign material could not be removed. There were no reported deviations from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. While examining the device neither air nor water was able to get through the channel due to a foreign substance clogging the nozzle. Additionally, the unit passed the air-leak inspection. Furthermore, the distal end adhesive was wearing away as a result of the reprocessing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii colonovideoscope was found to have too much pressure in the air/water channel during routine maintenance. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found clogging the nozzle. This report is being submitted to capture the insufficient reprocessing discovered during the device evaluation.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.